Event description:
The user facility reported a 77-year-old female patient needing an impella cp for mechanical circulatory support. It was reported that upon placement of the impella, the patient went into ventricular tachycardia (vt) and was shocked multiple times. The patient was monitored until the impella cp device was successfully weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.